Event description:
It was reported that the insertable cardiac monitor was explanted after the incision failed to heal properly, causing the device to come out. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental 01 - updated the h6 patient codes row 2 of device manufacturers only tab.

Event description:
It was reported that the insertable cardiac monitor was explanted after the incision failed to heal properly, causing the device to come out. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.